Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next gen meter (s/n: (B)(6) ) and no manufacturing anomalies were found. In the initial report, the device manufacture date for contour next gen meter (s/n: (B)(6) ) was captured as 17-jan-2022. The correct device manufacture date is 12-aug-2022. Section h4 has been updated.

Event description:
The customer reported that she obtained blood glucose readings of 39 mg/dl, 204 mg/dl and 190 mg/dl within 1 minute on the contour next gen meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.